Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-50 alarm was observed during functional testing and a review of the alarm log. The cause of the alarm was due to a defective central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
During product evaluation as part preventive maintenance by a service technician a flo-gard pump was found to have the f-50 alarm. No additional information is available.